Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer suspected the result to be false due to having a small amount of liquid in the reagent tube used to test. No confirmatory testing had been completed.